Event description:
It was reported that during a cholecystectomy the clip was not loaded normally, and the clip bounced up. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 5/29/2007.